Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The lcd color display cable was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence related to the report. No trend is associated with reports of this type.